Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensors, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and flow rate testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. When the returned device was connected to the tactisys quartz unit, optical fiber 3 no longer met specifications for optical properties, however, contact force was displayed with no error messages noted. Optical fibers 1-2 met specification for optical properties. The cause of optical fiber 3 no longer meeting specification remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a wpw left lateral pathway procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. Initial mapping was done with the mapping catheter. The ablation catheter was then used to continue mapping via the retro aortic approach. After lv/la mapping with the ablation catheter (approximately 20 mins after single limited rf lesion to ventricular aspect of annulus), the patient's blood pressure dropped. An echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed and the patient stabilized. There were no performance issues with any abbott devices. It is suspected that the perforation was likely in the left atrium with the ablation catheter related to a technically challenging catheter position at the site of the pathway (anterolateral mv) via retro aortic approach.